Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2018 a perceval pvs25 was implanted as part of the persist-avr trial. On (B)(6) 2018 the patient had arrhythmia and conduction disorders, specifically av block iii, as reported by the persist-avr clinical registry. A pacemaker was implanted as a result of the av block. The patient status is reported as resolved.

Manufacturer narrative:
Please note. G7 has been modified. Initial 30 day report, not 5 day. The previous MDR submitted, 3004478276-2018-00197, was submitted as a 5-day report. This was done erroneously. The report was an initial 30-day report, not a 5-day reportable event. The firm was not required to initiate action to prevent an unreasonable risk of substantial harm.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. As the device remains implanted no further investigation is possible at this time. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation, this event is therefore a known, inherent risk of the procedure; however, the root cause of this event remains unknown.